Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The pump was unable to prime during the prime/compromised force sensor system test due to a protruded/loose drive support disk. There was no compromised force sensor system alarm noted. There was a motor error alarm during the basic occlusion test due to the protruded/loose drive support disk.

Event description:
The customer reported via phone call that he was receiving a compromised force sensor system alarm on the insulin pump. Customer stated that he has received the alarm before and he was able to clear it but now he can't clear the alarm. Customer stated that the insulin was squirting out during the manual prime process. Customer changed the battery and the tubing but stated that nothing is working. Customer mentioned that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer stated that he does not have a back-up plan. Customer stated that he will call his doctor and was advised to go to an urgent care facility or emergency room to get a back-up plan.